Event description:
Update 1.2.4 for insulet/omnipod insulin device insulet, the makers of omnipod insulin pump sent out an update yesterday, (B)(6) 2023 which caused multiple users with type 1 diabetes to download the update. This update left many type 1 diabetics including children without their life saving devices functioning. The update caused a crash in many "pdms", the remote that controls the insulin pump. This is leaving many individuals without their device and is causing health issues such as dangerously high blood sugars and care problems during the holidays. Many, including myself, have been reporting this issue all day and night (B)(6) 2023 without resolve other than to wait multiple days for new remotes to arrive, causing significant health complications and many to cancel or delay holiday travel plans. Personally, my son's blood sugar increased to 558 throughout the day on (B)(6) 2023 due to lack of proper treatment and omnipod refused to provide a simple solution and provide an insulin pump voucher to us for our pharmacy so that we could obtain a replacement device the same day to save my son from dangerously high blood sugars and prevent hospitalization for diabetic ketoacidosis. We ended up paying (B)(6) out of pocket for a new pdm remote at our local pharmacy to obtain a working device while omnipod refused to help with a problem they caused. Some people are traveling abroad with no help from omnipod. We are not being allowed to speak to any supervisors or any leadership for a solution and omnipod tech support is unable to resolve the issue with the current remotes that we have. The company could allow us to pick up new devices available at our local pharmacies however they refuse to do so, as well as they failed to notify endocrinologists providing the care and orders for care of these patients. Omnipod and insulet even failed to notify their own omnipod territory representatives of the issues. No alerts or warnings have been sent out that this update is causing devices to lock up and be rendered useless. This has all resulted in patients being placed at significant risk for danger and unsafe disruption of care. A medical device failed many at-risk patients including young children and omnipod failed to do the right thing and immediately correct the issue to prevent further harm. Https://www.reddit.com/r/omnipod/comments/18n90ci/omni_pod_5_december_20th_update_issues_version_124/ https://www.reddit.com/r/omnipod/comments/18n7pwk/anyone_elses_omnipod_completely_stop_working/ https://www.reddit.com/r/omnipod/comments/18n3dbv/op5_update_warning/; forced update from omnipod 1.2.4, locked omnipod pdms for users, rendering devices useless. Omnipod was aware of the issue beginning on the morning of (B)(6) 2023 and it continued to happen to more users into (B)(6) 2023. We had to contact my son's endocrinologist to ask for a new order for a new omnipod pdm to obtain it from our local pharmacy and had to pay (B)(6) out of pocket for a device that omnipod refused to provide immediately after the forced an update that caused the issue. This resulted in dangerously high blood sugars for my 10 year old son and seeking treatment from his endocrinologist.